Manufacturer narrative:
The field service engineer (fse) was on site and confirmed what the customer reported. The fse cleaned the rbc apertures and primed sweep flow to resolve the issue to resolve the issue. This event is part of class I recall (recall number z-1382-2019 for dxh 800; recall number z-1383-2019 for dxh 600; recall number z-1384-2019 for dxh900; bec internal identifier fa-33718-2). Bec internal identifier (B)(4).

Event description:
The customer reported getting erroneously elevated platelet (plt) on patient samples on their unicel dxh 800 coulter cellular analysis system. There was no report of death, injury, or change to patient treatment as a result of this event.